Manufacturer narrative:
(B)(4). The lot was manufactured from january 20, 2014 to january 21, 2014. The device was returned for evaluation. Visual inspection noted a ruptured bladder. Microscopic examination of the bladder identified a marking located on the exterior surface, near the rupture line. A review of all batch record documents was performed with an issue noted during the manufacturing process; cracked stress members were identified. The lot later met the acceptance criteria for release. The cause of the ruptured bladder in the returned sample was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the reservoir of a small volume infusor ruptured. This occurred during filling with an unknown drug. The reporter stated that the infusor was slowly filled manually with a syringe. The reservoir ruptured in a non-footed position. The reporter stated that the device was not in direct sunlight, had not been laid sideways, and had not received any impact or shock. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.